Manufacturer narrative:
This report is for an unknown dynamic hip system construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: butt, m.s., krikler, j., nafie, s., and ali, m. S. (1995), comparison of dynamic hip screw and gamma nail: a prospective, randomized, controlled trial, injury: international journal of the care of the injured vol. 26 (9), pages 615-618 (united kingdom). The aim of this study was to compare the results of these 2 devices in a district neral hospital setting. A total of 48 patients (13 males and 35 females) with a mean age of 78 were treated with an unknown dynamic hip screw (stratec). The following complications were reported as follows: 3 patients had deep vein thrombosis. 1 patient had mycardial infarction. 4 patients had chest infection. 8 patients had urinary infection. 2 patients had wound infection. 5 patients had pressure sores. 1 patient had cerebrovascular accident. Average time to union was 89-181 days. This report is for an unknown dynamic hip system construct. This is report 1 of 3 for (B)(4).